Event description:
It was later provided the reported event was observed during a diagnostic orthopedic surgery (arthroscopic surgery) details further details unknown. The device was switched out to continue the procedure with no further sequelae.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to faulty charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During device investigation, it was noted, it was hard to see imaged (noisy image due to faulty charged coupled device (ccd)), corrosion was also noted on the contacts of the connector pin. It was noted, the reported issue likely occurred due to the video function not working properly due to a faulty ccd. The root cause of the reported issue could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had poor image. There was no harm or user injury reported due to the event.